Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and excessive current flow into the hybrid was noted. The excessive current was traced to an damaged components on the hybrid. The root cause of the damage could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled device replacement. During procedure, several attempts to interrogate the new device failed. It was also noted that the device was not providing pacing support at programmed settings. Device was not used and was replaced successfully without adverse event. Patient was stable throughout the procedure.